Event description:
Please refer to the initial report.

Manufacturer narrative:
For the investigation the device was checked on site and the log file was analyzed. The described behavior could be retraced, the evita xl performed several warm starts on (B)(6) 2020. The found error messages indicate that due to a dirty bearing in the dosage system of the air mixer cartridge, the system hooked. The resulting increased power consumption was detected by the internal monitoring and warmstarts were triggered in an attempt to solve the problem. During a warmstart (duration approx. 8 seconds), the evita xl opens the airway system to allow spontaneous breathing of the patient. This process is accompanied by an alarm. If the boot sequence has been successfully completed, ventilation is continued with the old parameters. Immediately after the restart of ventilation, an "mv low" alarm is generated, which continues until the applied volume is greater than the lower set limit value for the minute volume. This alarm was logged at 9:28. Shortly thereafter the device was actively switched off.the evita xl was manufactured in april 2010. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up report.

Event description:
It was reported that the mixer of the device failed totally. Further the error-codes 13.99.130 and 11.01.007 were reported. No injury reported.